Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 481 mg/dl. A supply change was performed and the occlusion alarms continued to be received. A system check was performed using the current supplies; air bubbles were observed in the infusion set tubing and the occlusion was found within the cartridge. A supply change was performed and the customer delivered a correction bolus to address the bg level.